Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to lead fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained indicating the 3186 lead was fractured. It was confirmed via x-ray. Surgical intervention took place wherein the system was explanted. Explant date is unknown.